Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #(B)(4): failure investigation performed on 04/14/2017 by (B)(6): one sbc board (p/n: pcb3207a, s/n: (B)(4)) for the newport ht70 ventilator was received in fi. The reported symptom was verified. After powering the unit on, the unit froze on the six image screen. This complaint is in scope of CAPA (B)(4). Software was released in response to this issue. Additional failure investigation is not required. Since this was a MDR investigation the sbc board was retained for further analysis if deemed necessary. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information stating during set up the ht70 ventilator cannot complete the boot up process. The display froze and the ventilator was unable to shut off. The machine could only be shut off after the battery was empty. The software was upgraded but it did not resolve the issue. The single board computer needs to be replaced. This was a failure out of box (foob). There was no patient involvement.